Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to feel stimulation. During post-operative programming, the patient was not able to experience any feeling of stimulation. During the procedure, all connectivity was within normal range and showed green connectivity with 0-7 and 8-15. During post-op programming, all connectivity was good and still showing green. Due to the connectivity being normal, the patient and rep thought there was substantial numbing from the procedure as to why the patient was not able to feel stimulation. The patient alerted the rep on (B)(6) 2018 that she still could feel nothing. The rep was meeting the patient on (B)(6) 2018 to perform more troubleshooting. No further complications were reported. On 018-feb-27 (rep): additional information was received from a manufacturer representative (rep). It was reported that the rep per formed a connectivity check and all connections resulted in green. Stimulation was turned up high and the patient still could not feel the stimulation, but feeling resumed. The patient reported on (B)(6) that she could feel the stimulation and the issue was resolved. No surgical intervention was needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high/low impedances, the stimulation turning on and off, and the patient charging more often than expected was unknown at this time. The manufacturer re presentative (rep) was supposed to meet with the patient on (B)(6)2018, but the patient needed to reschedule. The rep planned to reprogram the ins to use the contacts with the higher impedance values. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018. The impedance was checked and showed contacts 1, 6, 9, and 14 were in the orange range. The ins was reprogrammed and the patient was able to walk and sit with continued stimulation. It was reported that the stimulation was interrupted again that evening and has remained that way. The patient is able to fully charge the ins with periodic interruptions. No further complications are anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the patient's stimulation has been automatically turning off for 10-12 seconds, and then would restart. It was noted this was happening constantly especially when the patient was up and walking. The patient confirmed this would occur when they were not changing anything on their controller. Additionally, because it would turn off and on, charging was difficult. The rep was planning on meeting with the patient on (B)(6) 2018 to check impedances and do further troubleshooting. No further complications were reported or anticipated.